Event description:
The manufacturer's representative reported that the pump was explanted and replaced after an implant duration of 63 months, due to "battery depletion". No patient outcome or symptoms were reported.

Manufacturer narrative:
Final device analysis reveals motor great shaft wear.